Event description:
Caller reported a malfunction on pump with the malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, and after resetting, the malfunction did not recur. Customer was advised to continue using the pump and to call back if any issues arise.